Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot: part: 310.221, lot: f-28601, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 11. Oct. 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Investigation summary: according to the information received, during the drill, the surgeon used the drill bit through the guide wire. While drilling, he felt resistance, but he continued to drill, and the guide wire broke. He checked the drill bit and found that the tip of the drill bit was broken. He confirmed by the image intensifier that the fragments of the guide wire and drill bit were remained in the bone. The product was returned to depuy synthes for evaluation. Depuy synths then conducted visual inspection and microscopic examination of the returned device. H6: visual analysis of the returned sample revealed that approx. 6mm from the fluted tip section is broken off. The broken off portion was not returned for investigation (remains in the patients body). The shaft and coupling are otherwise still in good condition. Dimensional analysis did not detect any deviation from the specification. A manufacturing record evaluation was performed for the sterile and non-sterile device batch number, and no non-conformances were identified. Raw material inspection sheet met all inspection acceptance criteria. The received condition of the device is concordant with the complaint description and the complaint condition is confirmed. Based on the received information, we only can assume that a mechanical overloading situation or lateral stress while drilling through the guide wire has caused the breakage. As part of depuy synthes quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the open reduction internal fixation (orif) surgery for the navicular bone fracture. During the drilling, the surgeon used the drill bit through the guide wire and felt resistance, but surgeon continued to drill, and the guide wire broke. Surgeon checked the drill bit and found that the tip of the drill bit was broken. Surgeon confirmed by the image intensifier that the fragments of the guide wire and drill bit remained in the bone. The surgery was completed successfully within thirty (30) minutes delay with the fragments remained in the bone. No further information is available. Concomitant devices reported: guidewire ø1.1 l150 sst (part # 292.623s, lot # f-unknown, quantity 1) this report is for one (1) 2.0mm cannulated drill bit/qc 150mm this is report 2 of 2 for (B)(4).